Event description:
On 1/15/97, a facility nurse informed the MFR's sr. Sales rep. That tpn was being administered to the pt and four of the needle sets were found to leak at the hub site; however, only one of the sets will be returned to the MFR for evaluation. No further details were provided.